Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Device problem code: (B)(4) high test results patient problem code: (B)(4)no known impact or consequence to patient. An evaluation is in process.

Event description:
The customer observed false positive troponin results on the architect i1000sr analyzer. The customer uses 33 ng/l as their cutoff. The following data and details were provided: patient 2: initial 51.9, repeat 3.3 patient was discharged with no action taken by physician. Patient 3: initial 74.1, repeat 2.7 patient was sent by personal car to a larger hospital with a diagnosis of cardiogenic syncopy. Patient 4: initial 55.0, repeat 8.1 patient was transported to a larger hospital, admitted for observation, and a stress test was performed. No further patient details were able to be obtained.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The probe was realigned and that resolved the issue. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.